Event description:
It was reported that the pump reads error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.